Manufacturer narrative:
The field service engineer cleaned all the tubings from all probes. Afterward, the system was working fine and precision was good. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable lithium result from the cobas pro c 503 analytical unit. The initial result was 2.27 mmol/l and was reported outside of the laboratory. The treating doctor questioned the result and requested a new measurement. The repeat result from the same sample was 0.21 mmol/l. The reagent lot number and expiration date were requested but were not provided.